Event description:
It was reported that a guidewire fracture resulted in complications. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left main artery. A 1.75mm rotapro and rotawire drive were selected for percutaneous coronary intervention. The burr was inserted into the guide catheter and resistance was experienced. The burr was removed and reinserted, but again resistance was felt. Dynaglide mode was initiated, but resistance still occurred and the device stalled. The physician then proceeded to remove the rota system and introduced a microcatheter to exchange the devices. It was then noted that the distal tip of the rotawire was sheared off. Several attempts were made to remove the detached wire tip by wrapping it with an additional wire. The fragment was successfully pulled back into the guide catheter via snare, but could not be removed with a balloon. The physician stented the wire fragment against the vessel wall. The patient experienced a perforation and pericardial effusion likely related to attempts to remove the wire fragment. The patient was hospitalized for monitoring.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.